Event description:
It was reported that 16 batteries failed output testing with a battery tester. No adverse event reported.

Manufacturer narrative:
Reported complaint of battery failed "output testing with a battery tester" could not be verified because the battery was not returned for investigation. Battery maintenance program literature indicates that the useful life of each autopulse battery is between 2-4 years. The life of each battery is influenced by the frequency of use, and the frequency of routine battery maintenance. Based on its serial number, this battery was manufactured prior to 2010. Given that the complaint was reported in (B)(4) 2012, this battery was greater than 2 years old and may have aged past the end of its useful life. No adverse event reported.